Manufacturer narrative:
This device is not approved for sale in the USA, marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) passed away. The dbs system had not been activated and programmed since implant. The cause of death is unk.